Event description:
Hit was reported that during a laparoscopic cholecystectomy procedure the device was fired pre op for testing and the clips were ejecting out of the device and were malformed. They used the device to complete the procedure once those clips cleared. There was no reported consequence to the patient. User facility medwatch# (B)(4) attached to this report.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? 1st and 2nd. What vessel or structure was the device fired on at the time of the event? Na. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Na. Was the device fired after this incident in or out of the patient? Out. Did somebody other than the primary surgeon fire the instrument? No.